Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is a known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping appears to be due to patient anatomy/morphology (anterior leaflet flail). A definitive cause for the reported mitral stenosis could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system (80821u139) is filed under a separate medwatch report.

Event description:
This is filed to report the clip movement after implantation and the increased mean pressure gradient. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The mean pressure gradient was 3 mmhg. The first clip delivery system (cds-80821u139) was advanced to the mitral valve without issue. During grasping attempts, the anterior leaflet flail was getting hung up on the gripper arm. An attempt was made to reposition the clip, however grasping the leaflets was difficult because the gripper arm would not come down. The clip was not implanted and the cds removed. Another cds was advanced and implanted successfully. To further reduce mr, a second clip (80618u188) was implanted; however, shortly after clip deployment, the clip moved about 20 degrees, but remained attached to both leaflets. Mr remained at 2, but the mean pressure gradient increased to 6 mmhg, so no further intervention was performed. There was no reported clinically significant delay in the procedure. No additional information was provided.